Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the heat exchanger tubing was disconnected from manifold valve, reconnected. No new parts needed.